Event description:
It is reported that the tip of the micropituitary was broken during use in surgery. Broken pieces were retrieved. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip of the dynamic shaft is broken at the pin location. This type of failure may be cause by the use of excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.